Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he experienced high blood glucose and dry mouth. Customer attempted to take a bolus but did not know if it was delivered. On (B)(6) 2015, customer was hospitalized with high blood glucose of 898 mg/dl and diabetic ketoacidosis, after treating with the insulin pump and injections were not bringing her blood glucose down. Customer was treated with an insulin drip. At the time of this report, customer's blood glucose was 74 mg/dl. During troubleshooting, it was stated the drive support cap on the insulin pump appeared normal. Settings and programming appeared to be accurate. All bolus entries were displayed accurately, based on customer's recollection. The customer could not have a tubing clamp to perform the high pressure test and it was stated there was no reservoir in the insulin pump. Customer was advised to change the entire set, reservoir, and insulin.